Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed irritated skin all over while wearing the lifevest. The patient reportedly removed the device and went to the doctor. The doctor prescribed the patient hydrocortisone cream. The patient continued use of the device and reported that the rash was better with the use of the hydrocortisone cream.